Event description:
It was reported that the customer had a high blood glucose level of 600 mg/dl. Customer stated that there are 2 air bubbles that are very close to the pump, but not the site. Customer stated that she is new to the pump and has had issues. Customer treated with a bolus through the pump. Troubleshooting was performed and the air bubbles were approximately champagne-sized. Call was disconnected in the middle of running the fixed prime. Customer was left a voicemail message. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.